Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the third or fourth firing the staple line was missing staples in the middle of the line. The staples that were deployed seem to have formed properly. The cut line was good. It can be seen on the cartridge that a staple is sticking up on the third outside row and other staples appear to still be in the cartridge. Seamgaurd buttressing was used. The procedure was completed using the same gun and different cartridges. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.